Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard two solid steady tones coming from their implantable cardioverter defibrillator (ICD), however indicated they were not near a magnet at the time. The patient was directed to contact their physician to have a device check performed. The ICD remains in use. No patient complications have been reported as a result of this event.